Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25x24mm synergy¿ drug-eluting stent was advanced to treat the lesion but device encountered crossing difficulties. During the procedure, it was noticed that a portion of the mounted stent was damaged. The device was removed and the procedure was completed with a non-bsc-stent. No patient complications were reported.